Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right atrial lead was undersensing during an episode of atrial tachycardia/fibrillation, although it correctly diagnosed the rhythm. The clinic increased the atrial sensitivity to the maximum value. The patient was in stable condition.